Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was not possible to interrogate a pacemaker with the subject programmer and the associated inductive telemetry head. No green leds were lit when the programming head was placed over the implant. This pacemaker could be successfully interrogated with another programmer and another inductive telemetry head. Other pacemakers could successfully be interrogated with the subject programmer and the associated inductive telemetry head.

Event description:
Reportedly, it was not possible to interrogate a pacemaker with the subject programmer and the associated inductive telemetry head. No green leds were lit when the programming head was placed over the implant. This pacemaker could be successfully interrogated with another programmer and another inductive telemetry head. Other pacemakers could successfully be interrogated with the subject programmer and the associated inductive telemetry head.

Manufacturer narrative:
Expertise files analysis confirmed the reported behavior and revealed that it could be due to telemetry errors during interrogation, which could result from an improper positioning of the inductive head over the implantation site. No issue is suspected on the programmer or on the inductive telemetry head.

Event description:
Reportedly, it was not possible to interrogate a pacemaker with the subject programmer and the associated inductive telemetry head. No green leds were lit when the programming head was placed over the implant. This pacemaker could be successfully interrogated with another programmer and another inductive telemetry head. Other pacemakers could successfully be interrogated with the subject programmer and the associated inductive telemetry head.